Manufacturer narrative:
No button error alarm during testing. However unit had intermittent buttons response due to corroded keypad traces. Unit was received with normal operating currents and no unexpected off no power, weak battery, battery out limit, low battery or failed battery test alarms noted. No moisture damage on electronic assembly during visual inspection. Unit had minor scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported via phone call, that the customer received a button error alarm. Customer's blood glucose level at the time 100 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.